Event description:
It was reported that the patient was experiencing overstimulation caused by the implantable pulse generator (ipg). Program optimization was performed and the patients overstimulation has decreased.